Manufacturer narrative:
Investigation summary: it was reported by the medical professional, unable to push the saline out or have to use a lot of force. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a used syringe with no packaging flow wrap show the barrel label that confirms the lot number. As a physical sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1116330. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during the flush. The following information was provided by the initial reporter: "they can¿t push the saline out have to push with a lot of force."